Event description:
Gurney collapsed while funeral home employee was preparing to move my mother from hospital bed to gurney for transport to funeral home causing her to fall to the floor. Investigation showed that gurney failed to lock into place if safety catch was not fully engaged in slot. Failure recreated and gurney taken out of service after the incident involving my mother. Funeral home claims that it was not operator error but due to equipment failure. This has been investigated by the state department of licensing who came to the same conclusion. Make, model of equipment was not provided to us nor was the equipment safety check log. Dates of use: 2002 -- 2008.